Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. Simulated testing was performed with no issues noted. A service history review was performed and found that the device had been serviced for one (1) similar event within the last twelve (12) months for the same reported issue of reverse ultrafiltration. All required service actions were completed in the last service cycle. The reported condition was not verified as the machine was determined to be operating within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy. The patients weigh increased by 1.4 kg. The machine was replaced to continue treatment. There was not report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.